Manufacturer narrative:
(B)(4). Upon visual inspection there is fracture on the guide rod. The event is confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-01026.

Event description:
It was reported that during a surgery, the threaded shaft of an inserter broke while hammering in the cup component. It was also noted that the tip of the pin on the guide rob bent, no longer holding version guide in place. The surgery was completed with a second device. All fractured pieces were removed from the patient. No further event information available at the time of this report.